Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was noted that the valve was difficult to load but no misload was observed. During the valve implant, opening of the valve had no issues. As the valve was not in an optimal position, the valve was recaptured to try to deploy again. After recapture, no further movement was possible. Subsequently the valve and delivery catheter system (dcs) were replaced with new devices. No adverse patient effects were reported. Additional information was received to report the native annulus was calcified. It was clarified that when the deployment knob of the dcs was turned to resheath the valve, the capsule responded and the valve was fully recaptured. However, after resheathing, the capsule would not respond. Only one recapture was performed. It was also noted the procedure was delayed ten minutes as a result of withdrawing the dcs and replacing the system.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was noted that the valve was difficult to load but no misload was observed. During the valve implant, opening of the valve had no issues. As the valve was not in an optimal position, the valve was recaptured to try to deploy again. After recapture, no further movement was possible. Subsequently the valve and delivery catheter system (dcs) were replaced with new devices. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012395503); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.